Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the aiming beam fires straight out of the fiber (forward firing) @ 451,311 joules. The procedure was completed using a second fiber @ 154,967 joules. Patient outcome: ¿ok.¿